Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing the following symptoms: hand dermatitis, runny, itchy and puffy eyes and nose. Plaintiff alleges developing a latex allergy.